Event description:
It was reported "patient returned to have surgery to have a screw replaced. When he bent over in the shower the screw popped out. The screw is splayed open. One screw and a rod came out. He had surgery to replace screw."

Manufacturer narrative:
Additional information, has been requested and if received, will be supplied on a supplemental.